Event description:
The device was returned to baxter for service. During testing, the baxter technician reported that the open button does not work. The event was reported to have occurred during patient use. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23, 2007. The facility reported an infusion pump were the open button does not work. The event was reported to have occurred during patient use. Evaluation summary: during product evaluation, and inoperable malfuction was observed: the open button does not work. The keypad on the pump head module was replaced, and the baxter technichian tested the device.